Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the catheter inserted, the balloon can not inflate completely (the top 1/3 is not opened)". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon can not inflate completely" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "after the catheter inserted, the balloon can not inflate completely(the top 1/3 is not opened)". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "after the catheter inserted, the balloon can not inflate completely (the top 1/3 is not opened)". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The distal section of the iabc bladder noted twisted. The remaining length of the bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium path-way. No other visual damage or abnormalities were noted to the returned sample. The bladder thick-ness was measured at six points with measurements ranging from 0.0062in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnor-malities or debris were noted. The iabc was connected to an iabp with a lab inventory 40cc infla-tion driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was ap-plied. After the pumping was initiated, the iabc bladder was noted not fully inflating/unwrapping near the distal end of the bladder and was consistent with being twisted. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected from the returned sample. The device passed the leak test; however, during the leak test, the bladder did not fully inflate. The middle and proximal portion of the bladder had inflated but the distal portion of the bladder would not fully unwrap and was consistent with being twisted. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon cannot inflate completely" is confirmed. During the investigation, the distal portion of the iabc bladder was noted twisted. During functional testing, the distal end of the bladder would not fully inflate or unwrap. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. Corrections have been established for this issue as a result of a corrective and preventive action, and this device was manufactured prior to the release of corrective actions.